Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "insulin pump therapy in adolescents with very poor glycemic control during a 12-month cohort trial", 10 participants (7 femae, 3 male) were provided with minimed paradigm 722 and educated on its proper usage. During the 12-month study, there were 3 events of diabetic ketoacidosis, all in one participant. Details regarding treatment or symptoms of the diabetic ketoacidosis were not included within the study. The insulin pump was not returned for analysis.